Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Information was received from a healthcare provider regarding a patient receiving morphine 2000 mcg/ml at 350 mcg/day via an implantable pump. The indications for use were non-malignant pain and failed back surgery syndrome. A motor stall was reported. Per the healthcare provider (hcp) a motor stall was seen at initial interrogation. The patient did not recently have an MRI. The patient did have an MRI on (B)(6) 2015 and the logs showed a stall and recovery on that date. There was no MRI today when the motor stalled again. The healthcare provider stated the pump logs show 2 motor stalls and motor stall recovery messages, one 7 minutes in duration and the other 51 minutes. The patient heard the pump audibly alarming during the stall. The patient was at his house watching tv when the stalls occurred; the patient only had a cell phone in his pocket, no other emi sources nearby. No patient symptoms reported. On(B)(6) 2015 additional information received reported that per the physician the patient did great for 2 weeks and then had motor stalls over and over and the stalls were recovered. The physician decided to remove the pump and put in a new one. The pump was explanted (B)(6) 2015. The issue was resolved at the time of the report and the patient status at the time of the report was alive, no injury.

Manufacturer narrative:
The pump was returned, and analysis found no evidence of anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.